Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent r thr on (B)(6) 2024. Patient had first revision for fracture on (B)(6) 2024, head and stem replaced with another manufacturer's components (reported separately in incident ref (B)(4)). Patient revised again due to infection on (B)(6) 2025, acetabular liner replaced. (B)(4).

Manufacturer narrative:
The alleged complaint could not be confirmed. This patient was revised approximately 10 days after the index operation due to alleged postoperative bone fracture, and another surgery was required approximately 3 weeks after the first revision operation to address an alleged infection. The first revision was captured under mpo incident group (B)(4). This investigation will address the second revision. Review of the device history record (DHR) for the lots involved indicates that these products met all established acceptance criteria throughout manufacturing processes, including all aspects related to cleaning and sterility. Furthermore, review of historical complaint data confirms no other complaint reports for these manufacturing lots nor for manufacturing lots of the same sterile batches. Infection is a known complication of any surgical procedure including total hip arthroplasty as stated in microport's current knee systems package insert (B)(4). No specific details regarding the infection type or location are known. Therefore, based on the available information, the source of the infection for this complaint cannot be determined. There were no trends identified for this product family at the time of this complaint. This issue will continue to be monitored through complaint tracking.